Manufacturer narrative:
No devices were returned to the manufacturer for further analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the representative found two damaged instruments at the site today before a case. The probe has a bent tip and the clamp was stripped. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the returned clamp resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the clamp face is slightly bent and there is debris in the adjustment screw threads, but the clamp is otherwise fully functional. If information is provided in the future, a supplemental report will be issued.